Manufacturer narrative:
Pump received with intermittent button response due to flattened express upper button dome switch. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. The customer stated that this issue had been intermittently recurring. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.